Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was displaying the incorrect time, and previously had a blank display. The customer also reported that she saw moisture below the display and could smell insulin coming from the device. Blood glucose level at the time of the incident was 179 mg/dl. The caller also reported that the act button was sticking for several months leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.